Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of the insulin pump had sticking and motor error alarm. Customer¿s blood glucose level was unknown. Customer stated that battery life less than 7 days and new battery was dead while changing battery sometimes. The insulin pump will not be returned for analysis.